Event description:
It was reported "first loop broke off in the uterus during the first coagulation and was never found again". The issue occurred during an unspecified procedure. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This report was found to be a duplicate of an event already reported in 9610773-2023-03375 for a1-patient identifier: (B)(6). Refer to that report for all relevant information on the event.